Event description:
Complainant alleged that while attempting to defibrillate a patient in cardiac arrest (age & gender unknown) the device displayed a "defib fault 78" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.